Event description:
It was reported via repair work order that the brakes won't engage due to damaged caster stem. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.